Event description:
It was reported that a poly swap on a legion tka twas done 9 plus years ago. At the time of the revision, the patella component fell out of the knee, and it was replaced with a depuy patella and since the knee was done over 9 years ago, a new 3-4 11mm dished poly was replaced for the 3-4 11mm dished poly that was removed. The ID information of the device is unknown.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.